Event description:
It was reported that the patient jumped out of bed with a fast heart rate. The patient went to the emergency department where the physician reported heart rates of 125-130 beats per minute with the device pacing. The remote monitor transmission was reviewed and it could not be determined if the patient's symptoms were due to atrial tracking of intrinsic sinus events or pacemaker mediated tachycardia (pmt). Pmt intervention was noted to be programmed on. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).